Event description:
The manufacturer rep reported the device system was removed due to infection. The hcp reported the patient's symptoms included redness, swelling, drainage and pain. The primary locations of the infection were the lead track and the device pocket. Cultures were taken from the device pocket and the type of organism found was staphylococcus aureus. The pt was treated with IV antibiotics and a total device system explant. The infection resolved. Refer to medwatch report # 3004209178200700545.